Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err67. No additional patient or event information is available. It was reported that receiver was exposed to water damage. The dexcom platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.